Manufacturer narrative:
Conclusion: the complaint for 'performance not as indicated in label' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.

Event description:
Event verbatim [preferred term] conductive hearing loss of up to 38.7 db on the second day and 29.2 db 2 weeks post-operatively [deafness], , narrative: this is a literature report for the following literature source(s): "effects of packing on the postoperative hearing after middle ear surgery", acta oto-laryngologica, 2007; vol:127, pgs:67-72, doi:10.1080/03655230701624897. An adult patient received absorbable gelatin (gelfoam). The patient's relevant medical history included: "middle ear surgery" (unspecified if ongoing); "unilateral chronic otitis media" (unspecified if ongoing). The patient took concomitant medications. The following information was reported: deafness (intervention required, medically significant), outcome "unknown", described as "conductive hearing loss of up to 38.7 db on the second day and 29.2 db 2 weeks post-operatively". The patient underwent the following laboratory tests and procedures: acoustic stimulation tests: hearing loss; audiogram: unknown results, notes: at day 2 after surgery; unknown results, notes: at 1 week after; unknown results, notes: at 2 week after; unknown results, notes: at 4 week after; unknown results, notes: at 12 week after surgery; ac thresholds: unknown results; air-bone gaps: less than 30, notes: unit: db; bc thresholds: unknown results. The action taken for absorbable gelatin was unknown. No follow-up attempts are possible. No further information is expected. Follow-up (21nov2023): this is a follow-up report from product quality group providing investigation results. Product quality group provided investigational results on 21nov2023 for absorbable gelatin: UDI was (B)(4). Conclusion: the complaint for 'performance not as indicated in label' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability. Amendment: this follow-up report is being submitted to amend previous information: to amend narrative to reflect the reported lab tests name of "air-bone gaps" and "bc thresholds"., comment: the event deafness is assessed as serious, associated with the product absorbable gelatin (gelfoam), and unlisted in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term] conductive hearing loss of up to 38.7 db on the second day and 29.2 db 2 weeks post-operatively [deafness], , narrative: this is a literature report for the following literature source(s): "effects of packing on the postoperative hearing after middle ear surgery", acta oto-laryngologica, 2007; vol:127, pgs:67-72, doi:10.1080/03655230701624897. An adult patient received absorbable gelatin (gelfoam). The patient's relevant medical history included: "middle ear surgery" (unspecified if ongoing); "unilateral chronic otitis media" (unspecified if ongoing). The patient took concomitant medications. The following information was reported: deafness (intervention required, medically significant), outcome "unknown", described as "conductive hearing loss of up to 38.7 db on the second day and 29.2 db 2 weeks post-operatively". The patient underwent the following laboratory tests and procedures: acoustic stimulation tests: hearing loss; audiogram: unknown results, notes: at day 2 after surgery; unknown results, notes: at 1 week after; unknown results, notes: at 2 week after; unknown results, notes: at 4 week after; unknown results, notes: at 12 week after surgery; ac thresholds: unknown results; less than 30, notes: unit: db; unknown results. The action taken for absorbable gelatin was unknown. No follow-up attempts are possible. No further information is expected., comment: the event deafness is assessed as serious, associated with the product absorbable gelatin (gelfoam), and unlisted in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Event verbatim [preferred term]. Conductive hearing loss of up to 38.7 db on the second day and 29.2 db 2 weeks post-operatively [deafness]. Narrative: this is a literature report for the following literature source(s): "effects of packing on the postoperative hearing after middle ear surgery", acta oto-laryngologica, 2007; vol:127, pgs:67-72, doi:10.1080/03655230701624897. An adult patient received absorbable gelatin (gelfoam). The patient's relevant medical history included: "middle ear surgery" (unspecified if ongoing); "unilateral chronic otitis media" (unspecified if ongoing). The patient took concomitant medications. The following information was reported: deafness (intervention required, medically significant), outcome "unknown", described as "conductive hearing loss of up to 38.7 db on the second day and 29.2 db 2 weeks post-operatively". The patient underwent the following laboratory tests and procedures: acoustic stimulation tests: hearing loss; audiogram: unknown results, notes: at day 2 after surgery; unknown results, notes: at 1 week after; unknown results, notes: at 2 week after; unknown results, notes: at 4 week after; unknown results, notes: at 12 week after surgery; ac thresholds: unknown results; less than 30, notes: unit: db; unknown results. The action taken for absorbable gelatin was unknown. No follow-up attempts are possible. No further information is expected. Follow-up (21nov2023): this is a follow-up report from product quality group providing investigation results. Product quality group provided investigational results on 21nov2023 for absorbable gelatin: conclusion: the complaint for 'performance not as indicated in label' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability., comment: the event deafness is assessed as serious, associated with the product absorbable gelatin (gelfoam), and unlisted in the cds of the pfizer suspect product absorbable gelatin. This case will be reassessed when additional information is received. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
Conclusion: the complaint for 'performance not as indicated in label' for an unknown batch of gelfoam absorbable material was investigated. The investigation included reviewing aprrs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. No related quality defects were identified through investigation. There is no impact on medical device quality, regulatory, validation, or stability.